Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the unit 2 of au5800 clinical chemistry analyzer and identified the diluted detergent wash was not pumping. The fse replaced the pump assembly and the valve assembly to resolve the issue. The fse performed calibration, and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high glucose (glu) patient results on their unit 2 of au5800 clinical chemistry analyzer. The customer repeated the patient sample on another au analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.